Manufacturer narrative:
(B)(4).

Event description:
Clinical patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the receiver displayed a "trend complete" message and then the data from the previous 5 days disappeared, after the readings resumed. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).